Event description:
A repair call was requested for the unit. When the unit was received, a note was inside the package, indicating tissue below patient's tongue was cut. Follow up with the office noted that the back cap 'shot off' of the attachment and hit the patient's #8 tooth. No immediate damage to that tooth was noted at the time. The patient received a slight abrasion from the bur cutting underneath the tongue. No medical intervention.